Event description:
The following report was received from the affiliate: the target lesion was the mid right coronary artery (rca). Two cypher sirolimus-eluting coronary stents had been previously implanted during another procedure at the proximal and distal right coronary arteries; details of this procedure are unknown. Pre-dilation was conducted with an unknown ptca balloon; inflation details are unknown. A 3.0x18mm cypher des was being delivered to the target lesion, but the physician encountered friction prior to reaching the target lesion at the proximal rca. Therefore, the physician pulled the cypher back into the guiding catheter and felt friction while attempting to retrieve the entire system. A coronary angiogram (cag) was conducted, and the physician confirmed that the stent was caught on the previously implanted cypher stent at the proximal rca and the stent had dislodged on the previously implanted cypher stent. The physician decided to leave the dislodged stent at the dislodgement site. A balloon was inserted and the dislodged stent was crushed to one side using a balloon in the previously implanted cypher stent. Eventually, in order to treat the target lesion (mid rca), pre-dilation was conducted again and another 3.0x18mm cypher des was deployed at the distal rca. The target lesion overlapping between the distal end of the cypher implanted at the proximal rca and the proximal end of the cypher at the distal rca.

Manufacturer narrative:
Then to prevent the crushed, cypher stent going to the vessel distally, a bare metal stent was implanted inside the cypher at proximal rca. A cag was conducted and sufficient stent apposition was confirmed. The procedure was finished successfully. The stent delivery system will be returned for analysis. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.